Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was successfully reprogrammed to mitigate the t-wave oversensing (twos) and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without the lot or serial number, the manufacture date and PMA/510k cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with t-wave oversensing (twos) post ventricular pace. The rv lead was reprogrammed, however the twos was not able to be resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.